Event description:
It was reported that an ilet user received a ¿connect cgm¿ prompt after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, and the ilet indicated dosing would stop soon; review of alarm history showed no sensor-related alarms, and the user was not using a dexcom receiver or app. Customer care provided support that included guided troubleshooting, followed by a call-back in which the sensor was found not connected. Investigation of this case revealed a persistent g7 pairing failure on the ilet; the user removed and applied a new sensor and was transferred to dexcom for sensor replacement support. Symptoms included no reported adverse clinical effects. Outcomes included dosing suspension risk communicated by the device without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing failure attributable to the cgm system rather than the ilet.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.